Event description:
The customer observed discordant high-sensitivity troponin I (tnih) results for five samples from the same patient when tested on two atellica im analyzers (s/n (B)(6). The results were higher on the atellica im s/n (B)(6) and lower on the atellica im s/n (B)(6). Two of the higher results from the atellica im s/n (B)(6) were reported to the physician and questioned. The samples were then tested on the atellica im s/n (B)(6) and lower results were obtained. It is unknown which results are correct. There are no known reports of patient intervention or adverse health consequences due to the discordant high-sensitivity troponin I (tnih) results between testing on the two atellica im analyzers.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report discordant high-sensitivity troponin I (tnih) results for five samples from the same patient when tested on two atellica im analyzers (s/n (B)(6)). The results were higher on the atellica im s/n (B)(6) and lower on the atellica im s/n (B)(6). Two of the higher results from the atellica im s/n (B)(6) were reported to the physician and questioned. The samples were then tested on the atellica im s/n (B)(6) and lower results were obtained. It is unknown which results are correct. The quality control (qc) was within range for both atellica im analyzers. Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00195 on september 14, 2023. A united states (us) customer contacted a siemens customer care center to report discordant high-sensitivity troponin I (tnih) results for five samples from the same patient when tested on two atellica im analyzers (s/n (B)(6)). The results were higher on the atellica im s/n (B)(6) and lower on the atellica im s/n (B)(6). Two of the higher results from the atellica im s/n (B)(6) were reported to the physician and questioned. The samples were then tested on the atellica im s/n (B)(6) and lower results were obtained. It is unknown which results are correct. September 14, 2023 additional information: MDR 1219913-2023-00194, MDR 1219913-2023-00195, and MDR 1219913-2023-00196 were filed for the same event. Siemens healthcare diagnostics continues to investigate.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00195 on (B)(6) 2023. Siemens filed the MDR 1219913-2023-00195 supplemental report 1 on (B)(6) 2023. Siemens filed the MDR 1219913-2023-00195 supplemental report 2 on (B)(6) 2023. Siemens filed the MDR 1219913-2023-00195 supplemental report 3 on (B)(6) 2023. Siemens filed the MDR 1219913-2023-00195 supplemental report 4 on (B)(6) 2024. A united states (us) customer contacted a siemens customer care center to report discordant high-sensitivity troponin I (tnih) results for five samples from the same patient when tested on two atellica im analyzers (s/n (B)(6)). The results were higher on the atellica im s/n (B)(6) and lower on the atellica im s/n (B)(6). Two of the higher results from the atellica im s/n (B)(6) were reported to the physician and questioned. The samples were then tested on the atellica im s/n (B)(6) and lower results were obtained. It is unknown which results are correct. March 20, 2024 additional information: siemens healthcare diagnostics investigated the potential for interference from macro-troponin autoantibodies, however, it was not possible to determine if macrotroponin was present in these samples. There is no evidence of a hardware issue that is impacting delivery of tnih reagents or sample. No service was performed on the system. Siemens cannot rule out preanalytical issues for the discordant results observed on the atellica im analyzer. No further evaluation of the device is required. MDR 1219913-2023-00194 supplemental report 5, MDR 1219913-2023-00195 supplemental report 5, and MDR 1219913-2023-00196 supplemental report 5 were filed for the same event. In section h6, the investigation finding and investigation conclusion codes were updated.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00195 on (B)(6) 2023. Siemens filed the MDR 1219913-2023-00195 supplemental report 1 on (B)(6) 2023. A united states (us) customer contacted a siemens customer care center to report discordant high-sensitivity troponin I (tnih) results for five samples from the same patient when tested on two atellica im analyzers (s/n (B)(6)). The results were higher on the atellica im s/n (B)(6) and lower on the atellica im s/n (B)(6). Two of the higher results from the atellica im s/n (B)(6) were reported to the physician and questioned. The samples were then tested on the atellica im s/n (B)(6) and lower results were obtained. It is unknown which results are correct. October 05, 2023 additional information: the customer provided the following information: the patient is 45 years old. Section a2 was updated with the information. Medications: coreg and lipitor. Section b7 was updated with the information. The patient was admitted to the hospital with chest pain and no medical treatments were performed. For the patient sample with the results of 2756 ng/l and 209.16 ng/l, testing on two alternate methods was performed. The results were 5. Siemens investigated. The customer observed initially elevated atellica im tnih results on one patient that resulted lower when repeated on an alternate atellica im analyzer. The quality control (qc) was in range when the sample was run. The patient sample recovered low/normal on two alternate methods. All the atellica im results were > IFU 99th% of 45 pg/ml. Siemens reviewed the instrument sample and reagent trace files. There is no evidence of a hardware issue that is impacting delivery of tnih reagents or sample. No service was performed on the system. The sample was centrifuged for 6 minutes at 3500 rpm on an aptio centrifuge. Siemens cannot rule out preanalytical issues for the discordant results observed on the atellica im analyzer. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate method troponin or other alternate methods for troponin will have similar results. Per the IFU there are several cardiac and non-cardiac conditions that can cause elevated troponin I in the absence of ami (acute myocardial infarction). The IFU states in the definition of a high-sensitivity assay section: "the international federation of clinical chemistry (ifcc) task force on clinical applications of cardiac bio-markers defines a ctn assay as a high-sensitivity assay if it meets the following criteria: ¿ total imprecision (cv) at the 99th percentile value should be at or below 10%. ¿ at least 50% of measurable concentrations should be attainable above the limit of detection (lod) for healthy males and healthy females, separately. Ctn values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of ctn levels characteristic of ami. The demonstration of a temporal rise and fall in ctn, along with clinical assessment, is needed to distinguish ami from ctn elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." The IFU states in the limitations section: "values obtained with different assay methods cannot be used interchangeably. Interpretations using serial measurements should be based on results obtained with the same assay method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology." MDR 1219913-2023-00194 supplemental report 2, MDR 1219913-2023-00195 supplemental report 2, and MDR 1219913-2023-00196 supplemental report 2 were filed for the same event. In section h6, the investigation finding and investigation conclusion codes were updated.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00195 on september 14, 2023. Siemens filed the MDR 1219913-2023-00195 supplemental report 1 on october 06, 2023. Siemens filed the MDR 1219913-2023-00195 supplemental report 2 on october 31, 2023. Siemens filed the MDR 1219913-2023-00195 supplemental report 3 on december 04, 2023. A united states (us) customer contacted a siemens customer care center to report discordant high-sensitivity troponin I (tnih) results for five samples from the same patient when tested on two atellica im analyzers (s/n (B)(6)). The results were higher on the atellica im s/n (B)(6) and lower on the atellica im s/n (B)(6). Two of the higher results from the atellica im s/n (B)(6) were reported to the physician and questioned. The samples were then tested on the atellica im s/n (B)(6) and lower results were obtained. It is unknown which results are correct. December 20, 2023 additional information: there is no evidence of a hardware issue that is impacting delivery of tnih reagents or sample. No service was performed on the system. Siemens received five samples from the customer for additional testing to rule out potential macro troponin interference. One sample had insufficient volume and was not tested. These samples arrived thawed from the customer and were stored at 2-8c upon arrival until testing was performed. The negative and positive control samples for macrotroponin gave results as expected. The samples were tested for troponin I and there was no detectable troponin I immunoreactivity in any of the neat testing for the samples. However, due to the degradation of the samples during shipping to siemens, it was not possible to determine if macrotroponin was present in these samples. Siemens healthcare diagnostics continues to investigate. MDR 1219913-2023-00194 supplemental report 4, MDR 1219913-2023-00195 supplemental report 4, and MDR 1219913-2023-00196 supplemental report 4 were filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00195 on september 14, 2023. Siemens filed the MDR 1219913-2023-00195 supplemental report 1 on october 06, 2023. Siemens filed the MDR 1219913-2023-00195 supplemental report 2 on october 31, 2023. A united states (us) customer contacted a siemens customer care center to report discordant high-sensitivity troponin I (tnih) results for five samples from the same patient when tested on two atellica im analyzers (s/n (B)(6). The results were higher on the atellica im s/n (B)(6) and lower on the atellica im s/n (B)(6). Two of the higher results from the atellica im s/n (B)(6) were reported to the physician and questioned. The samples were then tested on the atellica im s/n (B)(6) and lower results were obtained. It is unknown which results are correct. November 07, 2023 correction: for sids(B)(6) clarification was obtained from the customer for the date of testing and result on the atellica im s/n (B)(6). Section b6 has been updated with the information. November 27, 2023 additional information: the samples from the patient have been requested for additional testing at the manufacturer site. Siemens healthcare diagnostics continues to investigate. MDR 1219913-2023-00194 supplemental report 3, MDR 1219913-2023-00195 supplemental report 3, and MDR 1219913-2023-00196 supplemental report 3 were filed for the same event.